Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified, heavily tortuous and 90% stenosed anatomy resulting in the reported failure to advance and the reported difficult to remove. Interaction and/or manipulation of the device resulted in the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience skypoint is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was both heavily calcified and tortuous and 90% stenosed. After the xience skypoint stent delivery system failed to cross, there was resistance during removal with the anatomy and the stent strut was flared. Balloon angioplasty was performed to continue the procedure and a new xience skypoint stent was implanted. There were no adverse patient effects. No additional information was provided.